Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer 6.1, not detected on the bus. A field service engineer adjusted bus cable on six and seven, receded row board cables and reinstall drawer to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.